Manufacturer narrative:
The reported event of deformed helix was confirmed. As received, a complete lead with stylet inserted was returned in one piece. Visual and x-ray examinations found the helix was damaged consistent with procedural damage which contributed to the event reported in the field.

Event description:
It was reported that during initial implant procedure, the left ventricular (lv) lead's helix was deformed after removing tissue from it. The lead was not used and a new one was implanted. The patient was stable.